Manufacturer narrative:
(B)(4). Additional information has been requested. This investigation will be updated upon its receipt.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range pace impedances greater than 2,000 ohms at routine follow-up. During review in clinic, impedances were found to be within normal range but still elevated. All other lead measurements were within normal limits. It was noted that under high output, pace impedances decreased to 1,450 ohms but some noise appeared on the rv channel. The patient was noted to not be pacemaker dependent. The patient will continue to be followed closely. No adverse patient effects were reported. This system remains in service.